Manufacturer narrative:
The manufacturing lot evaluation could not be performed as no lot number was provided. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made however, no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. "Insufficient device information received to determine device iteration. Device iteration will be provided when further information is received." Corrections: h6: remove result code 3221. H6: remove conclusion code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Insufficient device information received to determine device iteration. Device iteration will be provided when further information is received." Device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent on an unknown date. The patient presented with a type ib endoleak in the left iliac artery on an unknown date. The physician elected to treat the patient by implanting a self expandable (non- endologix) stent on an unknown date. The patient is reportedly doing well. Limited information regarding this event was provided. Additional information has been requested.